Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's physician called in to report that when the customer's enlite sensor was removed, there was neither a needle nor an electrode. No further details were provided.

Manufacturer narrative:
One opened and used sensor was inspected and the cannula was found retracted inside of the sensor base. It could not be confirmed if the customer received the sensor in said condition due to the sensor being returned opened and used.